Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned insulin pump for alleged insulin pump error found on october 04, 2022. The insulin pump passed the displacement test and self test. Test p-cap locked properly into the reservoir compartment. No insulin pump error alarms noted during testing. Insulin pump's history and trace files downloaded successfully using thus software. Insulin pump alarmed a insulin pump error on the event date of october 04, 2022 at 17:10:27.000 or 5:10:27 am (variable #: 3). Insulin pump was cut open to perform visual inspection and found a broken trace at pins #6 sda and #1 vdd on keypad assembly. No evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. Moisture damage was found on the battery tube. The following were also noted during visual inspection: scratched case, label damage, cracked case (battery tube), pillowing keypad overlay, and corroded battery tube. Moisture damage was confirmed isolated to the battery tube. Insulin pump error 63 was confirmed in the insulin pump history files and traces (variable #: 3) on the event date of october 04, 2022 at 17:10:27.000 or 5:10:27 am due to a broken trace at pins #6 sda and #1 vdd on the keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for the analysis.

Event description:
Information received by medtronic indicated that the insulin pump had alarmed with hardware low level failure alarm. The troubleshooting was performed and the customer was able to clear the insulin pump alarm. They were unable to complete the self-test. The customer had discontinued to use the device. The insulin pump was returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.